Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event(s), where it was reported the a patient had sustained a minor injury after cutting their leg on a small metal tab that is part of the product's design.

Manufacturer narrative:
1 pending device was not evaluated, but reviewed by data and found there was no defect with the device. Section h codes have been updated.

Event description:
No new information.